Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head broke off in mouth [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported that while using an oral-b rechargeable toothbrush, version unknown on (B)(6) 2016, the oral-b power oral care refill precision clean broke off in his or her mouth. The reporter stated that he or she had used an electric toothbrush for quite some time, and this had never happened before. No symptoms developed.